Event description:
Pt had veriflex 3.0x28 implanted at another facility (B)(6) 2011. On (B)(6) 2012, pt had back surgery at our facility, and appears he had been on plavix up until that time, and doses not appear to have been restarted after surgery. On (B)(6) 2012, presented to an outlying ER with stemi. Transferred to our facility for immediate cath/pci. Films reveal 100% occlusion of previously placed stent in distal rca with thrombus. A 2.5x15 trek used to "push the wire through the clotted off stent", then used to dilate, restoring timi iii flow. A 3.5x33 xience prime ll deployed in distal rca. A mid rca stenosis of 75% stented with 3.5x23 xience v. Final films reveal 0% residual stenosis and timi iii flow. Pt did well and was discharged on medications including asa and plavix.